Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced migration of the electrode array resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.